Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he wasn¿t sure what led to the power on reset (por) message, just turned it on and nothing happened/just went off by itself. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a power on reset and therapy had stopped due to the power on reset. This was not related to an over discharge, there had been no falls or other traumas and no recent medical tests or electromagnetic exposure. It was determined that the code was an informational power on reset and troubleshooting reviewed the steps to clear the message. The patient was able to turn therapy back on and the therapy was adequate. The patient noted that they were in pain when the device turned off and once the power on reset was cleared and it was back on the pain in their legs and back went away. Troubleshooting resolved the issue. The indication for use was spinal pain.